Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son reported hospitalization due to high blood glucose. The paramedics were called to treat the high blood glucose. The blood glucose reading at the time of the event was over 900 mg/dl. Diagnosed diabetes ketoacidosis. Caller stated that insulin pump was disconnected from his mother with a low battery alert. Paramedics transported customer to hospital and admitted to ICU. Nothing further reported.